Event description:
It was reported from the patient that she had a blood clot following her implant surgery. No additional relevant information has been received to date.

Event description:
Further information was obtained from the surgeon. The surgeon noted that they did not find a hematoma during last office visit. There was also no mention of a hematoma in other practitioner notes. No additional relevant information has been received to date.